Event description:
The pt stated he was experiencing blood glucose readings as high as 508 mg/dl. He injected insulin to reduce his blood glucose levels and after several hours, his blood glucose reading was 58 mg/dl. He ate several carbohydrates and tested again and his blood glucose reading was 44 mg/dl. After eating again, his blood glucose levels began to rise. The pt stated he felt the adapter did not fit correctly and may have caused the readings. He stated the adapter was several months old. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product replaced and requested to be returned for evaluation.